Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, the device failed to power on and the flow sensor was found to be leaking. The device¿s power supply, detachable battery cable and flow sensor assembly were replaced to address the issues.